Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 6 was not detected on the communication bus due to thermal damage in the retractor band. A field service engineer identified that the retractor band was slightly bent and had become unclipped. The engineer corrected the bend, reattached the band, and secured it properly. After rebooting the station, smoke was detected, leading to an immediate shutdown. It was confirmed that the issue originated from the retractor band in drawer 6. The drawer was disconnected, and the board was taken out. Subsequently, full height drawer 5 was replaced to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system 5 east tower auxiliary drawer 6 failed, preventing users from accessing medication for a patient. The customer reported that the user was able to obtain the medication from another source and provided the required support for patient care. During the device inspection, the field service engineer observed that upon rebooting, the station emitted smoke, prompting a shutdown. It was determined that the retractor band in drawer 6 was the source of the problem. There were no adverse events or injuries reported based on this event.